Event description:
The user underwent emergency explantation due to a severe infection that had progressed to the level of the implant. The surgical wound reportedly never healed completely after implantation and consistently showed signs of irritation. Initial management included antibiotic treatment and general medical care recommendations. Reportedly, the user had been presenting signs and symptoms of infection for approximately six months. Although initially managed conservatively, the condition worsened, leading to admission to the emergency department, where explantation was deemed necessary.

Manufacturer narrative:
Additional information: according to the information received from the field, the device was explanted due to a severe infection at the implant site. Reportedly, the surgical incision never healed properly after implantation and consistently showed signs of irritation. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. The explanted device was accidentally discarded by the clinic and will therefore not be available for investigation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user underwent an emergency explantation due to a severe infection. The infection spread to the implant level; the surgical wound never heal completely after implantation, it always presented irritation. It was initially treated with antibiotics and medical recommendations. Reportedly, the user presented signs and symptoms of infection since approximately six months. Although initially managed with medical treatment, he was admitted to the emergency department, where it was decided to explant the device.